Manufacturer narrative:
(B)(6). Device implanted and therefore not available for evaluation. The lot number was unknown, therefore the manufacture and expiration dates are unknown. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Multiple attempts to obtain additional information regarding the event, testing, and treatment were make, but no additional information was provided by the customer. Complaint conclusion: approximately a year and a half after an enterprise vrd ((B)(4)/lot unknown) was placed in the middle cerebral artery (mca) to the internal carotid artery (ica) prior to coil embolization of an unruptured, saccular aneurysm in the mca, MRI revealed in-stent restenosis. The patient was asymptomatic, but the stenosis rate at the distal end of the stented mca was (B)(4). Therefore, it was decided that additional treatment was deemed necessary, but a description of the treatment that was provided or the results of the angiogram could not be obtained. Prior to the procedure, the aneurysm neck diameter was 10.8mm and the neck to sac ratio was 7.1/7.5mm. The minimum diameter of the lumen of the vrd-grafted parent vessel was 5.3mm proximal/3.7mm distal. The aneurysm was embolized by both the trans-cell and jailed techniques. Three penumbra coils and 2 orbit galaxy coils (catalog and lot unknown) were successfully placed into the aneurysm. Following the index procedure, the patient took aspirin and pletaal for 1 year and has continued to take plavix since the procedure. After the stenosis was identified, pletaal was again prescribed. The physician was unsure if the restenosis was caused by reducing the antiplatelet medication to 1 tablet per day or the vrd placement. No further information could be obtained. The device was implanted an not available for analysis. In addition, the sterile lot number was not provided; therefore, a review of the manufacturing documentation could not be performed. The instructions for use instructions for use (IFU) precautions that experience with stent implants indicates that there is a risk of stenosis. It is possible that clinical, pharmacological and patient factors may have impacted the event; however, no conclusion can be made. There was no evidence of a manufacturing issue related to the event, therefore, no corrective actions will be taken at this time.

Event description:
Approximately a year and a half after an enterprise vrd (enc452812/lot unknown) was placed in the middle cerebral artery (mca) to the internal carotid artery (ica) prior to coil embolization of an unruptured, saccular aneurysm in the mca, MRI revealed in-stent restenosis. The patient was asymptomatic, but the stenosis rate at the distal end of the stented mca was 99%. Therefore, it was decided that additional treatment was deemed necessary, but has not yet been performed and additional angiography is scheduled. Prior to the procedure, the aneurysm neck diameter was 10.8mm and the neck to sac ratio was 7.1/7.5mm. The minimum diameter of the lumen of the vrd-grafted parent vessel was 5.3mm proximal/3.7mm distal. The aneurysm was embolized by both the trans-cell and jailed techniques. Three penumbra coils and 2 orbit galaxy coils (catalog and lot unknown) were successfully placed into the aneurysm. Following the index procedure, the patient took aspirin and pletaal for 1 year and has continued to take plavix since the procedure. After the stenosis was identified, pletaal was again prescribed. The physician was unsure if the restenosis was caused by reducing the antiplatelet medication to 1 tablet per day or the vrd placement. Follow-up angiography was planned, but no further information was available.